Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. An incident of accident or trauma is unknown. The patient will be re-implanted in (B)(6) provided a new device is received.

Manufacturer narrative:
Additional information: based on received information and in situ measurements, damage to the active electrode possibly caused by minute device mobility is considered. However, a device investigation would be necessary to determine the exact root cause. According to the latest information received from the field, the recipient has been re-implanted. Damage to the active electrode possibly caused by minute device mobility seems still applicable. However, the concerned device has not been returned for investigation yet.

Event description:
Hearing performance with the device has been affected. An incident of accident or trauma is unknown. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has been affected. It is unknown if an incident of accident or trauma has occurred. The recipient was re-implanted.

Manufacturer narrative:
Based on received information and in situ measurements, damage to the active electrode possibly caused by minute device mobility is considered. However, a device investigation would be necessary to determine a root cause a. Re-implantation planned for (B)(6) 2017.

Event description:
Hearing performance with the device has been affected. An incident of accident or trauma is unknown. In situ measurements taken (B)(6) 2015 showed channel 1 with high impedance; measurements taken in (B)(6) 2017 showed 10 channels with high impedance. The patient will be re-implanted in (B)(6) 2017 provided a new device is received.